Event description:
Patient reported that she noticed insulin in her device's insulin cartridge chamber. There were several large drops of insulin (approximately 10-15 u total) inside the chamber (no crack in the insulin cartridge was noted, and device's piston rod was covered with insulin). Patient's blood glucose was not affected, and no treatment was received. No error messages were generated by device.